Event description:
Patient was positioned on hana table for left anterior hip arthroplasty. During procedure, leg was repositioned as is customary to visualize operative site. Spar was lowered to the ground with red zone indicated on gauge. Patient with very brittle bones-tibia fractured. Manufacturer response for hana table, mizuho(per site reporter): waiting for onsite inspection by representative.